Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon placement of the lead poor intrinsic sensing amplitude and high pacing thresholds and failure to capture were observed in addition to high but in-range pace impedance measurements. As a lead issue was suspected, the physician extracted this lead. Another was not attempted as the sheath had already been peeled away and the physician did not want to recannulate the vein due to the patient's advanced age; the device was programmed for single chamber use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with a j stylet in the lead lumen and helix retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.